Event description:
It was reported that the handpiece began overheating while the equipment was being tested. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with corrosion in the motor, press plug, rotor, spacer, and preload bearing. Those parts were each replaced along with other components. Service will repair and return the device to the customer.